Event description:
Complaint received stating that "one of the prongs melted onto the power cord where cord attaches to unit." Product not returned for evaluation of review, unable to confirm complaint. No additional information received from pt, and/ clinician regarding additional details of incident. Clinician does not intent to return unit to djo for repair or review, intends to have repaired on site.